Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was ported that following implant of a leadless pacemaker, defibrillation threshold (dft) testing was performed with this subcutaneous implantable cardioverter defibrillator (s-ICD). The induction, detection, and conversion of ventricular fibrillation (vf) were appropriate. However, immediately following the conversion, the patient vomited. The anesthesia service intubated the patient and performed a bronchoscopy and aspirated the stomach contents. The patient was hemodynamically stable. It was observed that immediately following this event, the patient had developed atrial fibrillation (af), which was successfully cardioverted to normal sinus rhythm. The patient remained intubated and was admitted to the cardiac intensive care unit (cicu) for observation. No additional adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was ported that following implant of a leadless pacemaker, defibrillation threshold (dft) testing was performed with this subcutaneous implantable cardioverter defibrillator (s-ICD). The induction, detection, and conversion of ventricular fibrillation (vf) were appropriate. However, immediately following the conversion, the patient vomited. The anesthesia service intubated the patient and performed a bronchoscopy and aspirated the stomach contents. The patient was hemodynamically stable. It was observed that immediately following this event, the patient had developed atrial fibrillation (af), which was successfully cardioverted to normal sinus rhythm. The patient remained intubated and was admitted to the cardiac intensive care unit (cicu) for observation. It was later reported that the patient had developed pneumonia as a result of the aspiration. X-rays were performed to diagnose this condition. No additional adverse patient effects were reported. The device remains implanted and in service.